Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed and moderately tortuous lesion in the mid left anterior descending artery. A 2.0x20mm tenku balloon dilatation catheter (bdc) ruptured at 12 atmospheres during the second inflation. The procedure was successfully completed with another bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.